Manufacturer narrative:
(B)(4). No samples were provided by the customer. No pictures were provided by the customer. No material number was provided by the customer. No batch number was provided by the customer. Unfortunately, without basic information, a thorough investigation is not possible. The complaint cannot be determined.

Event description:
Customer states having issues with significant platelet clumping and therefore are not receiving a numerical result but the comment "unable to report due to significant platelet clumping. Platelet estimate appears normal."